Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Patient reported left side capsular contracture, baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified, red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported, left side capsular contracture, baker grade IV. Device has been explanted.